Manufacturer narrative:
Visual assessment shows the distal portion of the anchor is absent. There are small pieces of anchor tangled within the distal sutures. The forks are bent inward from pressure. Clinical details were not included in the report such as bone condition, what type and size tap were used for the prep site. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is required.

Event description:
It was report the that tip of the healicoil anchor broken during insertion in a rotator cuff repair surgery. All material from the broken anchor was removed. After a delay of 3 minutes, the procedure was completed using a backup device. No patient injury or complications were reported.